Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a 71mm fusiform abdominal aortic aneurysm. The proximal aortic neck was 26mm in diameter, 14mm long, and the infra-renal neck angle was 55 degrees. A 25mm in diameter right iliac aneurysm was also noted. The right iliac artery was moderately tortuous, and the left iliac was severely tortuous. The circumferential aortic mural thrombus/calcification at the proximal neck was 5 percent. The maximum aneurysm diameter at discharge was 67mm. Kinking in the left limb was noted at the time of implant due to iliac tortuosity, and continued to be noted on subsequent follow-up visits. It was reported that imaging at the 2 year follow-up visit revealed disease progression with dilatation of the proximal aortic neck resulting in aneurysm enlargement. The maximum aneurysm diameter at this time was reported to be 68mm. The seal zone was noted to be inadequate. Open surgical repair was performed with partial explant of the stent graft. At the time of explant a proximal type I endoleak was visually confirmed. The investigator assessed this event to be device and procedure related. No additional clinical sequelae were reported, and the patient is fine.

Manufacturer narrative:
(B)(4). Results: inherent risk of procedure (endoleak), patient¿s condition affected effectiveness of device (disease progression; aortic neck dilatation). Conclusions: known inherent risk of a procedure (endoleak), device failure related to patient condition (disease progression; aortic neck dilatation).